Event description:
It was reported the patient's blood glucose level rose over 250 mg/dL (13.9 mmol/L) while wearing the Pod between 5 and 24 hours. The Pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. As a result of the dislodge the patient had to seek medical attention for elevated blood glucose levels. The patient went to the Emergency Room (ER) at (b)(6) Hospital on (b)(6) 2026. As treatment, the patient received 7 units of insulin, and a new Pod was applied. The patient was released from the ER 1 hour later.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN:Omnipod Software App Version: 3.1.6,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.